Event description:
It was reported by the bariatric program manager that a new patient had moved to the area and needed a port replacement for a leak. As the practice has not been inserviced and trained on the use of realize band, the patient has gone to another practice. It is unknown who the patient is seeing. Exact product code unknown. It is unknown how it has been determined that the port is leaking.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device location unknown.